Manufacturer narrative:
Lot number ¿ this report contains allegations against lot numbers 17k007, 17n014, 18a005, 18a047, 18c005, 18c024, 18d022, 18d036, 18e023, 18g042, and an unknown lot number. Forty-eight (48) single use devices were received for evaluation. Visual inspection revealed that the bladders of all 48 devices were ruptured. Microscopic inspection was performed to identify any issues that could have caused the ruptures. No signs of abnormality were observed. The reported condition was verified for the returned devices. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted for lot numbers 17k007, 17n014, 18a005, 18a047, 18c005, 18c024, 18d022, 18d036, 18e023, and 18g042, and there were no deviations found related to this reported condition during the manufacture of any of the lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 51 </noe> malfunction events. It was reported that the bladders of fifty-one large volume infusors ruptured. Fifty of the events occurred during filling, and one event occurred after the device was filled. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Three (3) additional single-use devices were received for evaluation. Visual inspection revealed that the bladders of all three devices were ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.